Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. An event of pericardial effusion and perforation was reported. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While delivering an ablation for a premature ventricular contraction, the patient became hypotensive and a pericardial effusion was noted. After delivering ablation and when maneuvering the catheter into the right ventricular outflow tract, the perforation was believed to have occurred and a pericardial effusion was diagnosed by fluoroscopy. A pericardiocentesis was performed to stabilize the patient. There was no performance issue with the abbott device.